Manufacturer narrative:
Correction: the previous or initial MDR submitted on october 19, 2023 was filed inadvertently. No infection has occurred. This report is submitted on january 11, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection. This report is submitted on october 19, 2023.

Manufacturer narrative:
This report is submitted on june 29, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6)2023, and the device was explanted due to an extrusion of the receiver/stimulator. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.